Manufacturer narrative:
(B)(4). Batch # r57h28. Investigation summary: the analysis results that one pcee60a device was returned with no visual non-conformances and with an ecr60b cartridge reload present. The reload was received fully fired with the cartridge pan dislodged. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge pan was left inside the jaw and could not be removed. Another device was used to complete the case. There were no adverse consequences to the patient.